Manufacturer narrative:
Device evaluation summary: the field service engineer evaluated the ventilator and replaced the power supply. The ventilator passed all testing per manufacturer¿s specifications and was returned to the customer. If the replaced part is returned for failure investigation, a supplemental medwatch report with the findings will be submitted once the investigation is complete. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the 840 ventilator was sparking. The ventilator was not in use on a patient at the time of the reported event.